Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol) was inserted and removed as the physician observed a tear in the capsule. Vitrectomy was required and the lens was replaced with a 3 piece lens. There was no incision enlargement or sutured required. No patient posy-op injury was reported. No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/17/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed in good conditions. No defect/damage was observed in the lens surface or haptics. Therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint was received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.